Event description:
It was reported by service report that the siderail was cracked. It was further reported that the motion interrupt pan was missing, and that the bed was missing its ground chains. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: missing motion interrupt pan, cracked siderail, missing both ground chains.